Manufacturer narrative:
The device was returned, decontaminated and visually investigated. During visual inspection, it was noticed that the jaws were misaligned when fully closed. This is an indication that the device had been used outside of its intended use. The jaws of the returned clip applier were measured to be out of spec. This is a clear indication that the jaws of the device have experienced excessive force. If jaws of the device are activated on hard material such as another clip, or used outside of its intended use in any way, the dimensions of the jaws will be compromised. The jaws of the device also over lapped, causing the finish position of the actuated device to look that of a scissors. Next the device was tested for functionality. A new clip cartridge was inserted into the device and the device trigger was fired. This complaint is confirmed. Upon firing the device the clip was not fully held by the jaws of the device, causing the alignment of the the release of the clip to be off. As the next clip was fired the device jammed due to the damaged jaws. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition.

Event description:
A clip applier was used during a surgical procedure. A second operation was required 5 days later and a wound was observed on the cystic duct. There was a necrotic wound located next to a normally placed clip.

Manufacturer narrative:
The device has not yet been returned to the manufacturer. An investigation is not possible at this time.

Event description:
A clip applier was used during a surgical procedure. A second operation was required 5 days later and a wound was observed on the cystic duct. There was a necrotic wound located next to a normally placed clip.